Event description:
It was reported by facility that a pt slipped between the side rails and mattress, restricting air flow. Pt was placed back in bed. Ambued 3 minutes and facility stated pt ok, no apparent long term effect. Pt was not restrained.